Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information and clarification of onset date of reported event: it was reported that on (B)(6) 2017, the patient was admitted with 2 days of vad alarms associated with fatigue and dizziness with ambulation (onset date of alarms estimated to (B)(6) 2017). During this admission, it was found that multiple driveline communication fault alarms occurred. The patient was discharged on (B)(6) 2017 and readmitted on (B)(6) 2017 with continued driveline communication fault alarms. The patient had presented in the emergency department with a history of 2 weeks of vad alarms with intermittent dizziness with ambulation. System controller log files were downloaded and a review of the data indicate driveline communication fault alarms. Analysis of the log files confirmed a continuation of the previous driveline communication fault alarms. The recorded data indicated that the pump was functioning as intended. No signs of heartfailure or malfunctioning pump was observed during the hospital course. The physicians reviewed risk versus benefit of a pump exchange and the decision was made to monitor the patient very closely. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room with complaints of two weeks of vad alarms along with intermittent dizziness with ambulation. The manufacturer¿s technical services representative reported that the log file contains a communication fault, which means both communication lines are not functioning. There is no permanent resolution for this issue; however it does not interfere with the pump maintaining the set speed or with any hazard or advisory alarms. Unless there is a need to change this patient¿s set speed it is not necessary to take any further action. The patient reported of continued communication fault since leaving the emergency room. The patient has a system monitor at home and the vad coordinator has explained that the only option is to continue to monitor or exchange the pump. The patient¿s speed is stable at 5300 rpm and low speed limit of 4900 rpm. No additional information was provided.